Event description:
During docking at the user facility the wheel broke off of the cart. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
During docking at the user facility the wheel broke off of the cart. No patient involvement or procedural delays were reported with this event.